Event description:
A surgeon reported two patients experiencing an unexpected outcome following bilateral intraocular lens (iol) implant surgery. In a follow-up, the surgeon reported, for this patient, the event continues and described it as "overcorrection at corneal and refractive cylinder". He reported the lens is in the bag with minimal posterior capsule opacification (pco). The surgeon reported there were no medical or surgical interventions performed to treat the event. Medical records were also received which indicated the patient reported "when looking down things seem unbalanced and wavy." There are four medical device reports associated with this event. This report is for the first patient, right eye.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on 01/10/2012 and 01/17/2012 by phone, fax, and mail. A completed questionnaire was received on 01/19/2012. Medical records were received on 01/23/2012. (B)(4).